Manufacturer narrative:
Other applicable components are: product ID: 8835, serial# (B)(4), implanted: (B)(6) 2016, product type: programmer, patient.

Event description:
Information was received from a consumer regarding a patient receiving an intrathecal unknown medication via an implanted pump for non-malignant pain. A poor communication screen was seen on the personal therapy manager (ptm). The patient did not use an antenna. The reporter spoke with a company representative (rep) on the date of this report and told her to order an antenna. She could eventually get a bolus, but noted while she was holding the ptm over the pump the pump felt almost like it was moving around. Patient symptoms were not reported. The event date was (B)(6) 2016. Additional information was received from the consumer indicated the rep suggested she use an antenna and she sent one out to the patient. The antenna did not do any better than just "holding the boluses up to the pump." The patient took turns using the antenna and without. The patient did not need the pump refilled until (B)(6) 2016. It was noted maybe at that time the doctor and his team would be able to figure something out in regards to the poor communication issues.

Event description:
Additional information received from healthcare provider (hcp). Due to pump movement, the patient had difficulty initiating a bolus. Troubleshooting performed included; repositioning of personal therapy manager (ptm) over the pump. On (B)(6) 2016, the patient went into the office for a refill. The patient reported that the ptm was working well now with antenna.

Manufacturer narrative:
Corrected information: if information is provided in the future, a supplemental report will be issued.